Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The trial patient reported that they felt like the device was not working during their advanced evaluation that began on (B)(6) 2017. It was further reported on (B)(6) 2017 that the lead might have moved. It was noted that the patient had a follow-up appointment with their healthcare provider, and a bladder scan showed they had 25 ounces of urine in their bladder. It was unknown if the issues were resolved. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.